Event description:
Customer alleged blood glucose results of 103 mg/dl and 206 mg/dl when testing was performed back-to-back on the compact system. Customer reported having low blood glucose symptoms and self-treated with peanut butter, toast, orange juice and milk and felt better. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.